Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event unknown. Device is an instrument and is not implanted / explanted. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown event date that the application instrument for sternal zipfix is not engaging properly and is very difficult to actuate the handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): no non-conformance reports were generated during production. The investigation could not be completed; no conclusion could be drawn, as no product was received.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The application instrument was continually sticking even after lubrication between cases. The zipfix was implanted and there was a positive patient outcome. There was no delay in surgery.